Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Additional system component being reported for this event: battery: (B)(4) - expiration date: 11-30-20216. (B)(4). Battery: (B)(4) - expiration date: 11-30-20216. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that there was battery switching.

Manufacturer narrative:
Additional system component being reported for this event: battery: (B)(4)- catalog # 1650de UDI #s (B)(4) and (B)(4). (B)(4). It was reported from the site that the log files were sent to the manufacturer. An elective controller exchange was performed and the batteries were also replaced. It was further stated that there were no effect or consequences to the patient. No additional information available. One controller and two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed several power switching events and critical battery alarms. These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. The batteries involved in the premature switching events were (B)(4). Analysis revealed that the devices ((B)(4)) passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The premature switching events were most likely caused by a communication error between the controller and batteries. As received, (B)(4) did not have the software maintenance release (smr) update installed. Batteries (B)(4) were kept by the patient and not returned to the manufacturer. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. The manufacturer has opened an internal investigation to evaluate communication errors between batteries and controllers. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.